Event description:
It was reported that the communicator smells like something was burning when plugged in. A boston scientific company representative advised the patient to unplug the communicator. The communicator issue was not resolved. A new communicator and a return label were sent. No adverse patient effects reported. The communicator was no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.